Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump was found on the ground after a shower with a broken screen, though the touchscreen remained functional and the user could operate it with a stylus. Symptoms included no reported adverse clinical effects, and blood glucose was unaffected. Outcomes included no medical intervention or hospitalization. Investigation included customer service troubleshooting and logistical arrangements for device replacement. Investigation of this device revealed external physical damage to the display assembly consistent with impact, with retained touch functionality indicating internal electronics were operational. It was concluded, based on previously established findings for similar reports, that the cause was user handling or accidental damage resulting in screen breakage.